Event description:
Correction to g3 of the initial medwatch. The aware date should be 19-may-2021.

Event description:
It is reported during aspiration valve procedure for bronchoscopic lung volume reduction (indication: emphysema) using a disposable balloon catheter, the distal tip of catheter was noticeably bent when in view through working channel of scope. The bend did not allow proper navigation in left upper lobe for accurate sizing. Balloon was taken out and replaced with a new one. The patient experienced almost immediate atelectasis of the left upper lobe and pneumothorax. The patient was taken to interventional radiology (ir) for chest tube placement, and then to the intensive care unit (ICU). There were no reported challenges with the patient's anatomy that could have caused or contributed to the reported event. The patient's current condition is reported to be good with improvement in his breathing at home with daily exercises.